Event description:
Information received with return of the explanted device notes infection and erosion. The patient is partially pacemaker dependent with an escape rate of 30 bpm and tolerated the procedure well with no apparent complications.